Event description:
A user facility reported that the connector of an lma broke into two pieces when it was being disconnected from the breathing circuit. Although there was no pt injury, an MDR is being filed as failed connectors could theoretically cause injury to a pt. The facility was requested to return the device, but the dr had a tech remove the connector with a pair of plyers, thus all the pieces of the lma may not be retrievable.